Event description:
Doctor using instrument and it broke while in pt. It broke into 7 pieces. Four pieces fell onto the floor and three pieces fell into the pt's chest. All seven pieces were recovered.